Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a recurring infection at the implant site. The recipient was treated with antibiotics (type unknown); however, the treatment was not successful. The recipient's device was explanted.

Manufacturer narrative:
The recipient reportedly experienced middle ear, skin flap, and mastoid infections, with severe capsule formation. The recipient was treated with antibiotics over six months, however, the issue was not resolved.

Manufacturer narrative:
External visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. This is the final report.